Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system image would flicker and the monitor went blank during a case. No patient injury was reported.